Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012436836 was returned and analyzed. Visual inspection of the handle area was performed. The tip of the sheath was intact with no anomaly. A kink on the side port tube was identified. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.137 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0128 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure using the pulse field ablation system, the dilator and integrated dilator/needle were both attempted to be inserted into the sheath and encountered heavy resistance approximately 1/4 of the way in and could not be inserted. The sheath was replaced and the procedure was completed with pulse select. No patient complications have been reported as a result of this event.